Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Event description:
It was reported that a pump interrogation indicated a pump was in shelf state. The pump was not implanted and was still in the box. The pump had a pending alarm. This was noted the day prior to the report at an implant procedure. The logs revealed a motor stall occurred on (B)(6) 2012 at 11:28 and a recovery occurred on the same day at 18:55. Another stall occurred on (B)(6) 2012 at 9:42 with a recovery at 13:48. The pump was noted to have been part of the representative¿s trunk stock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.